Event description:
This report was received from (B)(6) and is a spontaneous report by a nurse from (B)(6) of intestines infection and bacterial peritonitis with culture (B)(6) for enterococcus in a patient coincident with dianeal pd2 ultrabag and extraneal viaflex therapies for continuous ambulatory peritoneal dialysis (capd). On an unreported date, the patient experienced an intestinal infection. Remedial treatment was not reported. On an unreported date following the intestinal infection, the patient experienced peritonitis. The cause of the peritonitis was not reported. Remedial treatment was not reported. On an unreported date in 2011, the patient was transferred to hemodialysis and dianeal pd2 ultrabag and extraneal viaflex therapies were discontinued. It was unknown if the event of bacterial peritonitis with culture (B)(6) for enterococcus was ongoing. It was unknown if the event of intestinal infection had resolved. The nurse stated the event of peritonitis was unrelated to dianeal pd2 ultrabag and extraneal viaflex therapies. A causality statement was not provided for the event of intestinal infection. The physician declined further contact.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through ncr number (B)(4). The cause of the reported condition of peritonitis is undetermined.